Manufacturer narrative:
Two batteries ((B)(4)) were not returned for evaluation. One battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the non-returned batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. The reported event was confirmed via analysis of the data log files which revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation is evaluating momentary disconnections. Additional products: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Brand name: heartware¿ ventricular assist system - battery. (B)(4) - battery / catalog number 1650 / expiration date: dec 31, 2016. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, product retained by patient - not returned to manufacturer. Device manufacturer date: unknown. Labeled for single use: no. (B)(4). Brand name: heartware¿ ventricular assist system - battery. (B)(4) - battery / catalog number 1650 / expiration date: dec 31, 2016. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, product retained by patient - not returned to manufacturer. Device manufacturer date: unknown. Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in clinic noting that there was random beeping from the controller as if a power source is being disconnected or re-connected. No actual alarms are logged during these periods and patient states they do not notice battery switching. Log files were sent in and it was noted by the engineer that there was no apparent battery switching but that there were intermittent connections on three batteries. The battery the patient had in the clinic was removed from use. The other two were retained by the patient. If further beeping occurs the clinic will determine whether to pull them. No patient complications have been reported as a result of this event.